Event description:
On (B)(6) 1991, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the greenfield filter was in place in inferior third of the inferior vena cava (ivc) with the superior tip position approx 5.5cm inferior to right renal vein and 6.6cm from inferior left renal vein. The ivc filter was tilted with superior tip directed posteriorly. The anchoring prongs were seated normally without prong extension.

Event description:
On (B)(6) 1991, the patient underwent placement of a greenfield vena cava filter. On 1(B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the greenfield filter was in place in inferior third of the inferior vena cava (ivc) with the superior tip position approx 5.5cm inferior to right renal vein and 6.6cm from inferior left renal vein. The ivc filter was tilted with superior tip directed posteriorly. The anchoring prongs were seated normally without prong extension.